Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist's report, this pt experienced poor performance with her cochlear implant. She also reported that insertion of the electrode array was difficult at the time of surgery and it is likely that some of the electrodes were outside of the cochlea. The pt has multiple sclerosis. Results of integrity testing were consistent with normal device function. Explantation/reimplantation surgery occurred in 2007. Eighteen electrodes were inserted into the cochlea.